Event description:
It was reported that during a gastric sleeve procedure, the last four staples did not form at all and were pushed out of the reload without being pressed into the anvil. No intervention was done or required.

Manufacturer narrative:
D10 concomitant product: egiaustnd, egiaustnd endogia ultra univ std stap, (lot # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: "medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was able to be loaded into a representative instrument. The reload was applied to test media, all staples were placed, and test media was cleanly transected. The trs material was properly placed and sutures were properly cut. The reload interlock was tested and found to function properly. Functional testing found that the reload was able to be loaded into a representative instrument. The reload was applied to test media, all staples were placed, and test media was cleanly transected. The trs material was properly placed and sutures were properly cut. The reload interlock was tested and found to function properly. It was reported that the last four staples did not form at all. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: broken lock ring. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: before attempting to load a previously loaded but unused reload, reattach the shipping wedge ensuring that the raised post on the sh ipping wedge is properly seated in the anvil of the reload. Then follow the loading procedure as described in the instructions for use for the gia¿ universal stapler, endo gia¿ universal stapler, endo gia¿ ultra universal stapler, and idrive¿ ultra powered handle with endo gia¿ adapter. To confirm proper loading, cycle the instrument after loading the loading unit. Squeeze the handle once to close the jaws of the loading unit. Pull back on the black return knobs and confirm that the loading unit jaws open fully. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.